Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing on pause episodes. It was noted that the patient was undergoing a coronary artery bypass graft procedure at the time the undersensing occurred. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.